Event description:
It was reported that pump battery depleted rapidly, requiring frequent daily charging and causing customer to carry charging cord to ensure continued insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support and was already in process for renewal pump, and no additional information was received regarding the final outcome of the event.